Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber bent and broke. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. There were no signs of devitrification or debris adhesion identified on the tip of fiber which is indicative that the fiber was not used. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that most of the output escapes from the fracture location. A review of the device history record confirmed that the fiber met specification prior to release. It is probable that manipulation during set up contributed to the fiber body break. The device instruction for use (IFU) cautions not to press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber bent and broke. The procedure was completed with a second fiber without patient complications.